Event description:
It was reported by service report that the brakes could not hold and sharp edges were reported.

Event description:
It was reported by service report that the brakes could not hold and sharp edges were reported.

Manufacturer narrative:
Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.

Manufacturer narrative:
The patient left and right latch handles were broken with exposed sharp edges.